Manufacturer narrative:
Corrected information has been provided in d4 (catalog and serial). Pdi/ hematoma : the cause of the patient-device interaction was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 75-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). A hematoma was visualized after removal of the peel-away sheath. Manual pressure was held, the managing physician was notified, and the hematoma resolved with standard troubleshooting. The patient survived to explant. The reported hematoma is a known risk associated with impella support as described in the instructions for use (IFU). The hematoma resolved after standard management and it is unknown whether recommended best practices for access management were followed to mitigate the risk.

Manufacturer narrative:
Updated information: section d updates include brand name, procode, common device name, catalog number, UDI number, lot number, serial number, and expiration date. H4 device MFR date updated. H6 med dev prob code changed to a01.